Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Data supplied showed normal total creatine kinase (ck) and creatine kinase-mb (ck-mb) results. Electrolyte results showed elevated chloride (ci), normal sodium (na), and potassium (k). Carbon dioxide (co2) and anion gap values were in the normal range. The sample was collected in the bd plastic gel tube. The sample type was lithium heparin plasma. The sample was centrifuged at >5,000 rmp (rotations per minute) in a swinging bucket rotor for over 5 minutes. The sample was re-spun. Testing occurred from both primary tube and 2ml cup. Dilution testing reproduced the values. Quality control (qc) resulted in range prior to the event. System checks were performed on (B)(4) 2007 and following the event on (B)(4) 2007. The results conformed to specifications. The customer performed calibration verification for the lot number in use, and the material conformed to the acceptance criteria. Customer product line support (cpls) laboratory tested the patient sample and obtained neat troponin value of 0.11 ng/ml. Dilution studies indicated non-linear recovery and the addition of heterophile blocking agents reduced the neat dose concentration significantly to 0.02 ng/ml, indicating that there is "heterophile interference" in this patient's sample. Heterophile interference is the root cause for this event. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from patients who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. In addition, elevated troponin-I levels have also been documented in cases in other cardiac conditions such as unstable angina, congestive heart failure, or myocarditis, or severe non-cardiac conditions such as trauma or renal failure that may cause cardiac muscle injury. Thus, troponin (accutni) results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer reported elevated troponin (accutni) patient results below the acute myocardial infarction (ami) cutoff involving access 2 immunoassay system. The values obtained were in the risk stratification range and were reproducible. The elevated results were reported out of the laboratory. Samples from the patient were tested via an alternate methodology and were negative. There was no report of patient injury. It is unknown if change in patient treatment is associated with this event. The customer supplied beckman coulter, inc. With the patient sample for further analysis.